Event description:
It was reported that the counters since last reset showed four delivered shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD), however, there were no stored therapy episodes. Additionally, the smartpass feature disabled due to small signal amplitude measurements with undersensing that looked like the patient went into ventricular fibrillation (vf) and flatlined. Technical services (ts) reviewed stored device data and noted that the small signal amplitude measurements were consistent with vf and asystole. Further review of device data noted that there were shocks with magnet applications on the same date as the smartpass episode. Ts noted that due to a magnet being applied no episodes will be stored and noted that shocks were likely still delivered due to potential movement of the magnet on and off the device at the time. Additional information was received that on the date of the smartpass episode, the patient was undergoing a heart bypass surgery, which, was also when the shocks were delivered. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct field: h6: device codes from the previous submitted report.

Event description:
It was reported that the counters since last reset showed four delivered shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD), however, there were no stored therapy episodes. Additionally, the smartpass feature disabled due to small signal amplitude measurements with undersensing that looked like the patient went into ventricular fibrillation (vf) and flatlined. Technical services (ts) reviewed stored device data and noted that the small signal amplitude measurements were consistent with vf and asystole. Further review of device data noted that there were shocks with magnet applications on the same date as the smartpass episode. Ts noted that due to a magnet being applied no episodes will be stored and noted that shocks were likely still delivered due to potential movement of the magnet on and off the device at the time. Additional information was received that on the date of the smartpass episode, the patient was undergoing a heart bypass surgery, which, was also when the shocks were delivered. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.